Event description:
It was reported that the device reached elective replacement indicator (eri) earlier than expected. The device was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant: 419688 implantable pacing lead (B)(6) 2010 5076-52 implantable pacing lead (B)(6) 2010 694958 implantable tachy lead (B)(6) 2006. (B)(4).